Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet following a prolonged post-dinner hyperglycemia period, after which user-initiated corrections resulted in hypoglycemia; the lowest glucose noted was 60 mg/dl, the device alerted for out-of-range glucose, and the event did not require assistance or medical intervention. Symptoms included generally feeling unwell. Outcomes included restoration of glucose using oral carbohydrates (sipped cola) with no lasting impact and no need for external help or healthcare services. Investigation included troubleshooting and user education focused on correction protocols, meal announcement guidance given recent dietary changes to lower carbohydrates, and discussion of potential target adjustments or ilet reset with the endocrinologist. Investigation of this case revealed that hypoglycemia occurred after user-managed corrections following a high glucose period, with the device functioning and alerting as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.